Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye and removed intraoperatively due to a scratch/fiber on the lens. Incision was enlarged to remove the lens, but no sutures were required. A backup lens of the same model was implanted successfully. Please reference MDR # 1119279-2012-00289 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.